Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming hi-pot testing. Upon evaluation, there was a cut in the trunk cable pulse wire which induced a short between the wire and the u713 component on the distribution node (dn) pca board. The cause of the incoming hi-pot failure is the short. The cause of the short is the cut wire. The root cause of the cut wire cannot be positively identified. There is no information to suggest that the damaged belt caused or contributed to the patient's death. The patient reportedly passed away on (B)(6) 2016 due to a stroke. The lifevest was last used on (B)(6) 2016.

Event description:
During servicing of an electrode belt which was returned for investigation into a patient's death, a reportable problem was found. The belt failed the incoming hi-pot test.